Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that manufacturing representative (rep) confirmed an overdischarge event. The patient was unable to find their recharger and had not charged in 2 months. The manufacturing representative (rep) was going to reschedule time to do a physician mode recharge with the patient. Additional information received from the manufacturer¿s representative (rep) reported they met with the patient on may 2nd and were in the process of performing a physician mode recharge (pmr). The rep. Was going to recharge until the implantable neurostimulator (ins) was back on. Following this they were going to recharge until 25% with instructions to recharge to 100% after they got home. Additional information was received from a manufacturer representative (rep). It was reported that the rep asked questions about an overstimulation event following an overdischarge. The rep mentioned they had to pull the battery out of overdischarge. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Device code (B)(4) and patient code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.